Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that insulin pump make squeaky noise while priming. The customer also report that battery cap area was chipped and makes it hard to insert battery and also crack on the screen. Customer's current blood glucose value was unknown. The insulin pump will not be returned for analysis.